Manufacturer narrative:
Tw ID#: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor power was not transferring to the hpii device. They pushed the ends of the adapter/extension cable together and power was transferred. They ended up holding the two ends together for the rest of the case so that they could finish the harvest. No delay. No injury to the patient.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 12/11/2023. An investigation was conducted on 12/13/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. Both ends of the adapter were observed to be intact with no visual defects. A functional mechanical and electrical evaluation was conducted. The adapter was connected to a reference power supply vh-3010 and reference extension cable with no visual or physical difficulties. A pre-cautery test was performed per the instruction for use with a reference hemopro 2 and reference power supply vh-3010 at level 3.0. No power was supplied to the harvesting device when the device was activated. The physical connection between the returned adaptor and reference extension cable was then manipulated. The device passed the pre-cautery test; it produced steam and heat during 5-second activations and shut off when the toggle was released. Based on the returned condition of the device and evaluation results, the reported failure, "connection issue" was confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product a lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.